Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event; the stylus pen functions as required and also calibrates without issue. Analysis also found the overlay/bezel assembly paint/coating was chipping off extensively. Concomitant product: 229047 analyzer. (B)(4).

Event description:
It was reported pen calibration was attempted. Pen or screen issue. The programmer was returned for repair. No patient complications were reported as a result of this event.